Event description:
A caller reported a malfunction occurring with their insulin pump, identified by malfunction code malf 12, without any notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery and was notified by technical support (cts) that a replacement pump with updated software would be sent. Training for the new device would be made available in their tandem source account. The caller was instructed on how to store and return the faulty pump via ups using a pre-paid label, which they acknowledged.